Manufacturer narrative:
The soft cannula was not observed to be bent, kinked or otherwise damaged. Blood was observed on the adhesive pad. Inspection of the device found no damages or deficiencies that would cause bleeding or bruising at the infusion site. The cause of the reported event could not be determined. The download data shows that the device generated an 0x6a alarm, indicating an occlusion. No timeouts or drive stalls were present in the data. Inspection of the device found no damages or deficiencies that would cause the alarm. It could not be determined what caused the alarm.

Event description:
It was reported that the patient's blood glucose levels reached 450 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment for hyperglycemia, a bolus of insulin was delivered.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.